Event description:
It was reported the pt is not receiving stimulation due to the charger not being able to communicate with the scs ipg. There is no add'l info at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.